Event description:
It was reported that the maestro drill with handswitch safety was not working. This was noted during performance testing. There was no patient involvement, no adverse event was associated with the device.